Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient born 9-sep-1947 underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. There was a pericardial effusion while performing a cavotricuspid isthmus (cti) ablation procedure. There was a steam pop. The bwi representative stated that the physician was burning the cti line at 40 watts, and the contact force was around 17 grams. The physician heard and felt the steam pop. The clinical account specialist stated that they did not notice a change in impedance. The physician noticed the blood pressure drop and called for a pericardiocentesis tray and surgery. They reversed the anticoagulation with protamine. They were able to drain the pericardium, and the patient was stabilized. The bwi company representative does not know how much fluid was removed. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event not a bwi product malfunction. Patient outcome is unknown. It is unknown if the patient required extended hospitalization because of the adverse event. The generator used was a smartablate. Prior to noting the cardiac tamponade ablation was performed. The event occurred during rf ablation in right atrium, cti. An irrigated catheter was used in the event and the flow setting was 40w 15mil. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector & visitag with the visitag module parameters for stability set at impedence, 3mm. The generator power was at 40w and all other settings were unknown. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 25-may-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30807789l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).